Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty surgeon monitor and cable. Both of these parts were replaced. The replaced parts was sent to the manufacturer for part analysis. A successful system checkout was performed which verified that the issue had been resolved. During part analysis there was a confirmed physical damage failure with the surgeon monitor cable.

Event description:
A site representative reported that when the surgeon monitor was connected to the main cart, it was black.the site completed the case using only the staff monitor. There was no patient impact or delay in surgery reported. Surgery proceeded as planned.